Manufacturer narrative:
Follow-up # 1 date of submission 03/31/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/13/2014 with the following results:a review of the pump¿s history showed no activity outside of normal use. The total daily doses added up to correctly reflect the user¿s programmed basal rated. The pump passed a flow accuracy test and was found to be delivering within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The patient alleged that the pump was not delivering combo boluses. The patient stated that their blood glucose levels were above 200 mg/dl with no reported symptoms, which does not meet animas criteria for an adverse event. The patient had also reportedly raised basal rates as advised by their health care practitioner, which did not affect the elevated levels. While troubleshoot, the total daily doses added up for the basal history, however the doses for the bolus history did not correctly add up. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.